Event description:
Boston scientific received information that high ventricular pacing impedances were detected on this right ventricular lead via the latitude patient monitoring system. No further information could be obtained about the patient or remedial action involved with the event. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.